Event description:
It was reported that while using bd facs¿ lyse wash assistant, there was carryover. The following information was provided by the initial reporter: (B)(6) 2022 11:43:06 (gmt). Customer has identified carryover in the instrument. They caught it before it affected patients.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). Problem statement: customer reported a complaint regarding carryover. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 25aug2021 to 25aug2022. Complaint trend: there are 13 complaints related to the issue of carryover issue; date range from 25aug2021 to 25aug2022. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # 337146-337146-r337146000817-105734717-18, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer observing carryover was a blockage in the cell wash assembly. The customer reported a complaint regarding carryover in the instrument. The field service engineer (fse) inspected the instrument and ran successful tests on the air pressure, vacuum and vacuum calibration. The fse ran the cell wash test with the cover off and observed no cleanse fluid reaching shroud due to blockage in the 4th stage block of cell wash assembly. They proceeded to remove the 4th stage block, cleaned it, applied fresh gel and refitted. They performed a cell wash test. They then refitted the covers and ran a successful test protocol. The customer also prepared test samples with pbs tubes in between sample tubes to verify. After the works performed, the instrument was tested successfully. The issue was resolved, and the instrument was performing as intended. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant system instructions for use, #23-11113-00 rev. 1/vers. A, page 101. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 19jul2018 defective part number: n/a. Work order notes: subject / reported: 337146 - bd facs lyse wash assistant. Problem description: customer has identified carryover in the instrument. They caught it before it affected patients. Work performed: dj 31aug2022 - inspected instrument - vacuum calibration, air pressure test, vacuum test - all okay. Ran cell wash test with cover off - no cleanse fluid reaching shroud due to blockage in 4th stage block of cell was assembly. Removed 4th stage block and assembly - cleaned and applied fresh gel and refitted - ran cell wash test - fluid now being delivered to shroud. Refitted covers and ran test protocol - all okay. Customer prepared test samples with pbs tube in between sample tubes - ran prepped carousel on canto ii - no events visible in pbs tubes - no more carry over - issue resolved. Cause: dj 31aug2022 - 4th stage block had blockage stopping cleanse fluid cleaning outside of spindle. Solution: dj 31aug2022 - cleaned cell wash assembly. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 337146ra, /vers. B, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes, no. ID: 2.1.1 . Hazard: carryover . Cause: clogged orifice. Harmful effects: incorrect results, damaged instrument . Residual probability: 1. Residual severity: 3 . Residual risk index: 3 . Root cause: based on the investigation results the root cause of the customer observing carryover was a blockage in the cell wash assembly. Conclusion: based on the investigation results, the root cause of the customer observing carryover was a blockage in the cell wash assembly. The fse removed the 4th stage block, cleaned it, and applied fresh gel and refitted. The customer also prepared test samples with pbs tubes in between sample tubes to verify. After the works performed, the instrument was tested successfully. The issue was resolved, and the instrument was performing as intended. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.

Event description:
It was reported that while using bd facs¿ lyse wash assistant, there was carryover. The following information was provided by the initial reporter: (B)(6): 2022-08-25 11:43:06 (gmt). Customer has identified carryover in the instrument. They caught it before it affected patients.